Event description:
It was reported that the patient experienced a fall. The right ventricular (rv) lead exhibited an increase in pacing impedance which was high and out of range. The threshold had risen "slightly" and there was an episode that looked "noisy." A chest x-ray was performed, the lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).